Event description:
Additional information was received indicating the device was reprogrammed to resolve the event. The patient was stable.

Event description:
During an in clinic follow-up, it was noted that there were episodes of post-paced t-wave oversensing due to fusion on the device. Reprogramming was recommended by technical support to resolve the event, but no intervention has been performed at this time. The patient was stable and will continue to be monitored.